Manufacturer narrative:
Concomitant medical products: b/braun 250ml 0.9% sodium chloride excel bag; tubing: smartsite infusion set for alaris se pump; therapy date: (B)(6) 2015. No product will be returned per customer. The customer complaint of IV set pulled apart from where the bag spike and tubing meet could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported remicade (chemo) in a 250ml ns IV bag pulled apart while using an add-on bag access device while attached to the patient. The bag spike detached from the pump tubing, causing the bag contents to spill onto the floor. There was no harm to the patient or nurse as a result of this event.